Event description:
It was reported that during a pci procedure, the patient experienced a transient arrhythmia. The lesion being treated was a 99% sternotic lesion in the right coronary artery (rca). The 6f mach 1 fr4sh guide catheter would not cross the lesion, so the physician delivered it to the proximal right coronary artery (rca). Fifteen minutes later, the patient experienced ischemia causing ventricular fibrillation. It is unclear what stimulus precipitated the ventricular fibrillation, but the dysrhythmia resolvedspontaneously upon withdrawal of the guide catheter. The physician thought that a side hole in the catheter was blocked.